Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced loss of dexcom g7 cgm data transmission to the ilet while glucose values continued to display in the dexcom app, and the issue was resolved after guided navigation on the ilet to switch cgm sensor settings and start the g7 sensor. Symptoms included no adverse physiological effects. Outcomes included no impact on blood glucose management and no need for medical care. Investigation included user education and operational troubleshooting via device menu navigation to re-establish the cgm link. Investigation of this case revealed a resolved communication or configuration issue between the dexcom g7 and the ilet, with normal device function after sensor selection and restart. It was concluded, based on previously established findings for similar reports, that the cause was user setup or configuration.